Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment was being performed when the issue occurred and was aborted to continue on the following day. The filed service engineer (fse) visited system onsite and confirmed that the system was unable to perform fluoroscopy. The review of system log files showed flat detector controller interface error. Upon troubleshooting, the fse found the defective fiber optic cable used for data transmission of the flat panel detector. The supplier's part analysis conclusively determined the cause of fiber optic cable failure was internal damage and therefore the cable was no longer providing the continuous light flow required for proper imaging. To resolve the issue, the fse replaced the defective cable and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.